Manufacturer narrative:
The reported observation of ipg connectivity issue was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift which resulted in the inability to communicate with the returned ipg using a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and failed the bluetooth ble test step. No further ate test steps could be performed due to the bluetooth failure.

Event description:
It was reported that the patient's ipg was implanted deeper than the recommended depth and unable to connect due to ble issue. In turn, surgical intervention was undertaken the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6).